Event description:
The product was used during a laparoscopic hernia repair procedure. Reportedly, the shaft disengaged. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/7/1998- supplement #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.